Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had a left thoracotomy with hemolysis, which resolved. The pt was subsequently readmitted for hematuria. Upon clarification with the bad coordinator it was determined tha a left thoracotomy was performed because the pt had developed a hemothorax from the open heart surgery requiring lobectomy. The hemolysis was treated with anticoagulation medication. The pt will continue to be monitored.

Manufacturer narrative:
The pt remains ongoing on lvad support and will continue to be monitored by the hosp. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information: the patient remains ongoing on vad support. A correlation between the device and the reported hemolysis could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.